Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical issue was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). The returned sensor was further investigation and de-cased. Performed a visual inspection on the sensor¿s printed circuit board assembly (pcba), no issues were observed. The returned battery was measured to be within specification. Therefore, this issue is confirmed to brown out rest. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. No further investigation is required.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer was unable to self-treat, requiring third-party administration of a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.